Event description:
A (B)(6) female was admitted on (B)(6) 2024 for syncopy. Her past medical history significant for hypertension, hyperlipidemia, paroxysmal atrial fibrillation on eliquis at home, presented to the hospital after a syncopal episode. Patient was sitting down in a chair in her kitchen and passed out without any prodrome. Patient could not remember events surrounding her passing. She was found to have a left clavicular fracture and rib fractures. Ep consulted for evaluation for implantable loop recorder (ilr). The time of evaluation, patient denies any chest pain, palpitation, dizziness, or lightheadedness vitals cheeked showed patient's blood pressure dropped significantly but remained normotensive with standing. EKG showed normal sinus rhythm. No significant event on telemetry. On (B)(6) 2025, an implantable loop recorder (ilr) was inserted. Attempt at interrogating ilr post insertion was futile due to technical difficulties [device not communicating with bluetooth]. The device company has been contacted, and they are currently working on resetting the device. Pt will f/u outpatient with cardiologist for device interrogation in about a week, and if at that time remains difficult to interrogate, will insert another device. Implantable loop recorder (ilr) was again interrogated and unable to sync or link up with the monitoring device in the outpatient visit.